Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation), h10. Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021 ) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
There is no information available at this time, no service report has been received from the getinge field service engineer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a bad battery. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the batteries to fix the issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a bad battery. There was no patient involvement, and no adverse event reported.